Event description:
A customer contacted baxter's (B)(4) to request assistance as his supply bag fell and unspiked. The home patient (hp) was wondering if he can clamp it off and add another bag to the spare line. The technical service representative (tsr) advised the hp to turn the hc off / on. The hc went back to load the cassette and the hp will need to reset up again with new supplies. Product surveillance contacted the patient on (B)(6) 2010 to follow up. According to the patient there was no defect in the cassette or the supply bag that fell. The patient stated that while he was setting up and all the clamps were closed he set the bag too close to the edge of his bed and it slipped off and got disconnected. The patient started over with new supplies. The patient does not have the lot number and samples are not available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The lot number of the product is unknown, therefore, a batch review was not performed. The complaint is related to the patient not placing the bag in an appropriate location. A labeling review found that the homechoice apd systems patient at-home guide instructs patients to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.